Event description:
42 year old female with history of bilaterial breast augmentation 1979 . Now with bilateral painful capsular contractures, also generalized complaint of pain, tingling and concerns regarding implants causing the symptoms. Mother and grandmother have history of breast cancer. Both implants were intact but ruptured during explantation.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.